Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range impedance measurements. It is unknown if the patient is dependent on rv pacing therapy. No adverse patient effects were reported. The patient will be monitored and the lead remains in service.